Event description:
Reporter indicated that the site's hp handheld computer screen was "fading in and out". The screen then became frozen following a hard reset. The handheld computer has been returned to the MFR. Product analysis has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.